Event description:
It was reported that a malfunction alarm occurred on the customer's pump. The customer's blood glucose level was 7.3 mmol/l, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to call back if the issue reappears and understood the instructions given.